Event description:
A philips employee became aware of a journal article (published online 10sep2019) ¿outcomes of atherectomy for lower extremity ischemia in an office endovascular center¿. The article retrospectively reviewed a study enrolling 282 patients/352 limbs/594 vessel atherectomy revascularization procedures between 2011 and 2016 at an outdoor emergency care (oec) by five board-certified vascular surgeons. Patients received laser atherectomy with spectranetics turbo-power devices or orbital atherectomy followed by angioplasty or angioplasty and stent placement as needed. Periprocedural complications included 3 perforations, 2 abrupt closures, 1 embolic event, and 23 major amputations resulting from pre-existing disease. No 30-day mortality was noted; however, of the 282 patients, 55 expired during the study period, with an average length of time between procedure and expiration of 16 months (MDR #3007284006-2026-00052). Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for each of the adverse events involving the spectranetics turbo-power devices. Additionally, the date of procedure was not listed for these events; therefore, 10sep2019 has been used, the date of publication. Article citation: lai sh, roush bb, fenlon j, munn j, rummel m, johnston d, et al. Outcomes of atherectomy for lower extremity ischemia in an office endovascular center. J vasc surg. 2020;71(4):1276¿85. Doi: 10.1016/j.jvs.2019.06.198 this report captures the 3 perforations, 2 abrupt closures, 1 embolic event, and 23 amputations. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
Patient information - generalized patient information was listed; however, specific patient/case detail was not provided. Date listed is the date the manufacturer became aware. Patient information regarding relevant tests/laboratory data or medical history - generalized patient information was listed; however, specific patient/case detail was not provided. The lot number was not provided; thus, the following information is unknown: model/catalog number, device serial number, unique ID, expiration date, 510k number, and manufacture date. Although the journal article originated from the united states, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. This report is being submitted as part of a retrospective review for literature MDR per CAPA 207. The device was discarded; thus, no product investigation was performed. Per IFU, perforation, reocclusion, embolism, and amputation are listed as potential adverse events with use of turbo-power devices. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.